Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported that they were told that one of their leads 'was not working'. Upon checking the patients weekly remote interrogation data, there were no alerts and all measurements appeared to be stable. To date, there have been no reported adverse patient effects associated with this clinical observation. A boston scientific technical services (ts) consultant noted that there were no previous calls regarding a lead issue. This issue will be followed-up with the patients clinic. The local area sales representative was contacted for additional information, but was unable to provide additional detail. Additional information was provided that the lead was later explanted after the patient passed away approximately two years later and was returned for disposal. There were no allegations against the function of the lead.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, 3 terminal leg segments were returned. Set screw marks were noted on all terminal connectors. Resistance testing was completed to assess lead electrical performance. Measurements throughout the tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities of the returned lead segment.